Event description:
It was reported that the pump motor stalled. No patient symptoms were reported. The pump was used to deliver dilaudid 10mg/ml; daily dose was not reported. No device troubleshooting was reported. The pump was replaced. The report indicated that there was no patient injury.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.